Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleges to have confusion from increased co2 while using the device. Medical intervention was hospitalization. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
Additional information was received on mar 19, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging increased co2 that are related CPAP device's sound abatement foam. Medical intervention was hospitalization. The device was returned to the manufacturer's product investigation laboratory for investigation. During exterior investigation, the manufacturer observed that there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with a filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is corrosion present at the p4 connector power jack. During interior investigation, the manufacturer observed that there is unknown debris in the tracks of the ui panel. Pil notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During secondary findings, the manufacturer found keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. Corrosion was noted on the p4 connector. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed contamination throughout the airpath suggests a source external to the device and confirms that the device was non-functional due to the corrosion of the p4 connector, most likely due to unknown liquid ingressand manufacturer was unable to address the patient's symptoms.